Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch short circuited which caused the alarms not to function, which confirmed the original complaint issue.

Event description:
The provider states the unit will not alarm. Per the independent repair center, the reason for repair is low o2/yellow light. The key failure is the pilot valve is leaking. Additional malfunction is the power switch short circuiting, which caused the initial complaint of unit will not alarm.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the unit will not alarm.